Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('swollen abdomen') in a female patient who had essure (batch no. 626914) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), arthralgia ("painful joints"), dyspareunia ("pain during sex"), eye swelling ("swollen eyes"), pain of skin ("painful skin"), nausea ("nausea"), infrequent bowel movements ("poor bowel movements") and food intolerance ("food intolerance"). The patient was treated with surgery. Essure was removed. At the time of the report, the abdominal distension, arthralgia, dyspareunia, eye swelling, pain of skin, nausea, infrequent bowel movements and food intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, dyspareunia, eye swelling, food intolerance, infrequent bowel movements, nausea and pain of skin with essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Abdominal distension: 210 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter and essure lot number added. A lot number was received for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('swollen abdomen') in a female patient who had essure (batch no. 626914) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), arthralgia ("painful joints"), dyspareunia ("pain during sex"), eye swelling ("swollen eyes"), pain of skin ("painful skin"), nausea ("nausea"), infrequent bowel movements ("poor bowel movements") and food intolerance ("food intolerance"). The patient was treated with surgery. Essure was removed. At the time of the report, the abdominal distension, arthralgia, dyspareunia, eye swelling, pain of skin, nausea, infrequent bowel movements and food intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, dyspareunia, eye swelling, food intolerance, infrequent bowel movements, nausea and pain of skin with essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('swollen abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), arthralgia ("painful joints"), dyspareunia ("pain during sex"), eye swelling ("swollen eyes"), pain of skin ("painful skin"), nausea ("nausea"), gastrointestinal motility disorder ("poor bowel movements") and food intolerance ("food intolerance"). The patient was treated with surgery. Essure was removed. At the time of the report, the abdominal distension, arthralgia, dyspareunia, eye swelling, pain of skin, nausea, gastrointestinal motility disorder and food intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, dyspareunia, eye swelling, food intolerance, gastrointestinal motility disorder, nausea and pain of skin with essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.